Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc. Missing lot information has been requested.a follow up report will be submitted when the information becomesavailable. Considering the surgical methodology, it was seen that thedentist has selected an implant design which is not recommended for thepatient's bone quality. Moreover, it was seen that the dentist has usedless drills than recommended to perform the implant installation.

Event description:
(B)(4) - the dentist reported that nearly 3 months after dental implant was installed in intraoral region 27#, its non-osseointegration was observed. In addition, 30 ncm of primary stability was achieved and the patient presents bone type iii.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. Moreover, it was seen that the dentist has used less drills than recommended to perform the implant installation.

Event description:
(B)(4) - the dentist reported that nearly 3 months after dental implant was installed in intraoral region 27#, its non-osseointegration was observed. In addition, 30ncm of primary stability was achieved and the patient presents bone type iii.